Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 683283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included down's syndrome, miscarriage, uterine infection, caesarean section, post-traumatic stress disorder and adhd. Concurrent conditions included uterine bleeding, overweight, diabetes, gastric disorder and other disorders of intestine. Concomitant products included metformin, methylphenidate hydrochloride (concerta) and sertraline hydrochloride (zoloft). In february 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal dryness ("hormonal change- describe: vaginal dryness"). On (B)(6) 2010, the patient had essure inserted. In march 2010, the patient experienced alopecia ("hair loss"). In april 2010, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue") and dermatitis contact ("rashes or skin conditions type: contact dermatitis"). In may 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). In 2010, the patient experienced dyspareunia ("painful intercourse") and bladder spasm ("bladder or urinary problems or change: spasms in bladder") and was found to have weight increased ("weight gain"). In july 2010, the patient experienced dysmenorrhoea ("painful menstrual cycle"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("skin rashes, rash on arm"), back pain ("back pain"), bladder disorder ("bladder disorder, change pressure in bladder"), urinary tract disorder ("urinary tract disorder"), arthralgia ("joint pain/knee pain/joints- mainly in back and knees"), loss of libido ("hormonal changes describe: no sex drive"), anxiety ("psychological or psychiatric problems condition: anxiety") and vulvovaginal pain ("vaginal pain"). The patient was treated with diphenhydramine hydrochloride and surgery (underwent procedure to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, rash, back pain, vaginal haemorrhage, menorrhagia, fatigue, weight increased, arthralgia and vulvovaginal pain had resolved and the alopecia, dyspareunia, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, loss of libido, anxiety, dermatitis contact, bladder spasm and vulvovaginal dryness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, bladder spasm, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, loss of libido, menorrhagia, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: successful occlusion of the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received outcome of event " abdominal pain, joint pain, back pain and vaginal pain " were updated as recovered. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 683283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included down's syndrome, miscarriage, uterine infection and caesarean section. Concurrent conditions included uterine bleeding, overweight, diabetes, gastric disorder and other disorders of intestine. Concomitant products included metformin, methylphenidate hydrochloride (concerta) and sertraline (zoloft). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal dryness ("hormonal change- describe: vaginal dryness"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue") and dermatitis ("rashes or skin conditions type: contact dermatitis"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). In 2010, the patient experienced weight increased ("weight gain") and bladder spasm ("bladder or urinary problems or change: spasms in bladder"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful menstrual cycle"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), rash ("skin rashes, rash on arm"), back pain ("back pain"), bladder disorder ("bladder disorder, change pressure in bladder"), urinary tract disorder ("urinary tract disorder"), arthralgia ("joint pain/knee pain/joints- mainly in back and knees"), loss of libido ("hormonal changes describe: no sex drive"), anxiety ("psychological or psychiatric problems condition: anxiety") and vulvovaginal pain ("vaginal pain"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (underwent procedure to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, rash, vaginal haemorrhage, menorrhagia, fatigue and weight increased had resolved and the alopecia, dyspareunia, abdominal pain, back pain, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, arthralgia, loss of libido, anxiety, dermatitis, bladder spasm, vulvovaginal dryness and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, bladder spasm, dermatitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, loss of libido, menorrhagia, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful occlusion of the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received event : hormonal changes describe: no sex drive, anxiety, contact dermatitis, spasms in bladder, vaginal dryness, were added. Outcome of event " rash on arm" was updated as recovered. Patient information added. Historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, overweight, diabetes, gastric disorder and other disorders of intestine. Concomitant products included metformin, methylphenidate hydrochloride (concerta) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), rash ("skin rashes"), the first episode of back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), weight increased ("weight gain"), arthralgia ("joint pain/knee pain") and the second episode of back pain ("back pain"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue and weight increased had resolved and the alopecia, dyspareunia, abdominal pain, rash, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, arthralgia and the last episode of back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on 9-aug-2010: successful occlusion of the fallopian tube quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, overweight, diabetes, gastric disorder and other disorders of intestine. Concomitant products included metformin, methylphenidate hydrochloride (concerta) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), rash ("skin rashes"), the first episode of back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), weight increased ("weight gain"), arthralgia ("joint pain/knee pain") and the second episode of back pain ("back pain"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue and weight increased had resolved and the alopecia, dyspareunia, abdominal pain, rash, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, arthralgia and the last episode of back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful occlusion of the fallopian tube . Most recent follow-up information incorporated above includes: on 4-apr-2018: medical record received:reporter,concurrent condition,lot number,lab data,concomitant medication added on 4-apr-2018: pfs received:the event menorrhagia, apareunia, bladder disorder, urinary tract disorder, fatigue, weight gain, joint pain, back pain added.concurrent condition,reporters,events outcome added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), rash ("skin rashes"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, dyspareunia, abdominal pain, rash, back pain, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.